Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. The arterial side of the dialyzer tested positive for blood. Estimated blood loss was 250ccs. The pt did not require any med intervention. Sample has not been returned to the MFR.